Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient had pain and discomfort; and it became increasingly painful to walk, move and rise from a seated position after asr hip implant. Update 03/15/2013 litigation alleged the patient suffered pain, permanent physical injury, disfigurement, and other injuries associated with excessive blood levels of chromium and cobalt as a result of the implanted asr hip. There is no new information that changes the outcome of this investigation. Update received 05/12/2016 the sales rep has reported the revision surgery. Patient was revised to address rising metal ion levels. Updated the head/cup and added the sleeve/stem. Complaint was updated on 05/25/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.